Manufacturer narrative:
One used sample was received for evaluation for the complaint that following a planned line change, attempts to draw from the newly placed kids kit were unsuccessful, as it only collected air bubbles. No visual anomalies were observed on the returned set. DHR of lot 6102376 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The complaint was not confirmed through the analysis of the returned sample since the syringe was able to draw water without air bubbles during the testing of the unit, therefore the unit was found within specification.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that following a planned line change, attempts to draw from the newly placed kids kit were unsuccessful, as it only collected air bubbles. A new line was placed after delivery of a bag of carrier fluid. There was no patient harm.